Event description:
Marquette monitor pulse oximeter reading was between 99-100, with heart rate between 190-192; but baby crying, irritable, and dusky in color. Nurse placed baby on another brand of pulse oximeter monitor, saturation reading was between 71-73. Nurse felt this to be more reflective of baby's clinical presentation.